Manufacturer narrative:
(B)(4). E1 initial reporter street line 2 - (B)(6).

Event description:
It was reported that signal loss occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1 initial reporter info - correction. E1 initial reporter telephone number = +1(787)557-4238. H2 - correction.

Event description:
Subsequent to the initial MDR, a correction is required.